Manufacturer narrative:
There has been a previous report received, where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports, after two weeks of initial use. Begun having trouble biting down completely. And didn't mention it, because the patient thought it was part of the process. However, the treatment is now complete. And issue persists, where the teeth are not aligned properly. The upper and lower left teeth do not touch when biting down, because one tooth is misaligned/longer (#7). And hits lower molars/not allowing full clench. Pain in back molars and lessens, when aligners are on. Otherwise, uncomfortable. The two front teeth look bent/angled with a small gap.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. G3 has been corrected in this report.